Event description:
Medtronic (covidien) received information involving an apollo catheter. After inserting the apollo catheter in the vessel, the doctor began to inject contrast media 50 contrast/ 25 saline, through the catheter. The injection rate was steady and the vessel was not tortuous. The doctor found that contrast media leaked from the site between the detachment zone. A new apollo was used to continue the procedure. The patient did not suffer any injuries and medical intervention was not required.

Manufacturer narrative:
The catheter was returned for evaluation. The rupture was found on the detachable tip however the detachable tip was still attached. The detachable tip appeared to have moved approximately .10mm. All apollo catheters are inspected for this as part of final inspection; therefore it is possible that this damage was due to handling of the unit after removing the micro catheter from the dispenser coil. The appearance of the catheter was consistent with rupture caused by catheter over-pressurization. This is most likely to occur during injection of contrast when the distal portion of the catheter is kinked, prolapsed or occluded. In addition, the lot history has been reviewed and no quality issues were noted. Per the apollo IFU (instructions for use) warnings: always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment.(B)(4).

Manufacturer narrative:
Additional information: the device has not been returned for evaluation; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).